Manufacturer narrative:
Product analysis: visual examination of the returned implant confirmed that the top center portion of the implant around the locking cap is fractured in multiple locations. Microscopic examination of the fractures appear to emanate from the locking cap, with witness marks on the top face of the locking tab is noted, consistent with impact during attempted implantation. The above observations are consistent with significant impacting force on the implant locking cap during the attempted insertion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product code (ove): intervertebral fusion device with integrated fixation, cervical neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure: anterior cervical discectomy and fusion (acdf) it was reported that during surgery, the surgeon inserted a cage using an impacter. When the surgeon tried to insert a screw, the cage got damaged. The surgeon removed it and replaced it with other cage. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.